Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. An x-ray was done and there appears to be a fairly sharp bend in the electrode at the header interface. Technical services advised some additional testing. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. An x-ray was done and there appears to be a fairly sharp bend in the electrode at the header interface. Technical services advised some additional testing. Later, the entire system was explanted and replaced. There were no additional adverse patient effects.